Event description:
It was reported this balloon was used during an iliac angioplasty procedure and immediately following removal, it was noted the tip of the catheter had detached and remained in the left iliac artery. The balloon catheter and sheath were removed as a unit. A femoral arteriotomy was performed to remove the balloon material from the patient. A bypass in the lower leg was also performed. The patient's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated the balloon material and shaft were detached. 1 mm from the proximal balloon bond. The balloon is whole and filled with red foreign matter. The proximal portion of the shaft is elongated and buckled for approximately 25.5 cm's. The balloon has long scratches on the surface. It appears the unit may have become lodged and the force of withdrawal amy have caused the shaft to elongate and break. Co's directions for use state: "when withdrawing the balloon out through the entry site, a gentle rotation of the catheter in a counter-clockwise direction will cause the balloon to refold around the catheter shaft facilitating withdrawal...if resistance is encountered, due to balloon rupture or for any other reason, when removing either the catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."